Event description:
It was reported that the customer had high blood glucose. Customer stated blood glucose reading in the morning was 412 mg/dl. Troubleshooting was done. There was one air bubble found in the tubing. It was a small white spot from bent tubing. There were no delivery alarm showed in the history. Advised customer high blood glucose reading is often caused by infusion set issues. Advised customer to change the entire infusion set every 2-3 days. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.